Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: boston scientific corporation was notified by the customer of this event. During the procedure, it was found that the outer pieces of the wire were flaking off. It was decided by the physician to use another guidewire. The patient remained stable throughout the procedure.

Manufacturer narrative:
No product was returned for an evaluation. A device history record (DHR) review was performed which showed no unusual events in the assembly of this product or abnormal factors for the utilized materials. However, historical data has indicated that in simulated lab testing ptfe coating can peel away from the stainless steel wire, when not properly tightening the torque device to the wire and adding resistance in the wire which creates a sheering force. It cannot be determined what level of conditions existed at the time of the occurrence; however, a combination of not properly securing the torque device with an overly aggressive technique could result in ptfe coating peeling. The dfu instructs the user to tighten the torque device to the wire, the dfu also warns the user to never torque the wire when resistance is met and that excessive force may result in damage to the guidewire.